Event description:
Boston scientific crm received information that this right ventricular lead was implanted. Post implant, it was noted a minor lead perforation had occurred. A revision procedure was performed, this lead was repositioned. Reportedly, the patient did not experience any ill effects from the perforation.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.